Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator urinary frequency and urgency. It was reported that the patient's trial had worked well for them to control their symptoms, noting they were able to go over an hour without using the restroom. The permanent system worked well, like the trial did, for about two weeks. However, the day prior to thanksgiving, the therapy stopped working to control the symptoms of urinary frequency and urgency. The patient verified that the therapy was still on and they tried turning the amplitude up to the highest comfortable level on program 2, which was their original program, but it didn't resolve the issue. They changed to program 3 and turned it up to a comfortable level, but the symptom control wasn't much better. The stimulation was being felt more to the side and top of their leg compared to program 2, which was at the target pelvic floor area. There were no further complications reported or anticipated.